Event description:
The customer reported there was a blemish in the image and that the image was bouncing from light to dark.no pt injury was reported.

Manufacturer narrative:
The ge svc rep found that the collimator cover had a chip of paint missing causing the blemish, and the x-ray tube cover was also cracked. The ground lug in the power cord plug was very loose causing a ground loop issue which could be related to the bouncing technique. The rep removed and replaced the x-ray tube cover and collimator cover and tighten the ground lug in the power cord plug. The rep verified that the ground was less than .3 ohms and within tolerance.